Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the device was explanted due to infection. There is no known allegation from a health professional that suggests the infection was related to the device. It was reported that the cause of infection is unknown. The patient was stable before, during and after the procedure.